Manufacturer narrative:
Additional information: b5, d9, e1(first name), g3, h3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, the adapter physically broke. The position and the excessive angle of the device caused an excessive pressure on the adapter. Another adapter was used to complete the case. There was no patient injury.

Event description:
According to the reporter, intra-operatively, the adapter was broken. There was excessive pressure on the adapter. Another adapter was used to complete the case. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the rotating ring in the distal end of the adapter was rotated out of position. Functional testing noted that the unload switch was depressed multiple times and showed no hangups or sluggishness. The adapter was then connected to the gen2 adapter black box running gen2 acc software, and the strain gauge was responsive. The adapter had 48 of 50 procedures remaining. The adapter was connected to a clamshell and a handle running v29.5 software. The device went into emergency retract mode, and the remove reload screen appeared. A reload was attempted to be connected but could not be fully connected to the adapter. It was reported that the instrument broke. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the rotating ring was out of position. The product analysis noted evidence that the device was not used as intended. The issue may occur if the rotating ring was inadvertently moved out of position by improperly loading the reload. It is important to make sure the load arrow of the reload aligns with the load arrow of the adapter when connecting the reload into the adapter. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.